Event description:
The customer reported that the patient was burned on the right hip during a caesarian procedure. The burn was described as 2nd-3rd degree. A plastic surgeon performed debridement of the affected area. The accessories had already been discarded when the burn was noted hours after the procedure. It is unknown if the burn site (right hip) was where the grounding pad had been placed.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.